Manufacturer narrative:
The suspect device was evaluated by olympus. The evaluation found the endoscopic image was upside down. In addition, the evaluation found an abnormal image (white dot) and air/water leakage due to physical/chemical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report that the image was oriented "sideways." The problem, as reported to olympus, was identified during a transurethral resection of the prostate procedure. There was no patient injury, associated with the event. Reported to olympus. Upon inspection and testing of the returned device, it was determined the endoscopic image was upside down. This report is submitted due to the endoscopic image found upside down. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the sideways image could not be determined. Olympus will continue to monitor field performance for this device.